Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The optical fiber was found to be broken within the membrane approximately 18cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(4)2019 to(B)(4)2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: administrator/ supervisor - supervisor-cardiac catheterization lab / r t (r) (cv) (arrt). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, the console generated a fiber optic sensor failure alarm when the customer tried to initiate therapy. The console was switched out for a different one, but the same issue occurred. The iab was removed and replaced with a new one, which worked without further issue. There was no patient harm or adverse event reported.